Event description:
Fidia received this info from (B)(4) (the u.s. Distributor for hyalgan) on 13-sep-2010: initial and add'l info received from a physician via a (B)(4) sales rep on 07-sep-2010, 08-sep-2010 and from a physician's assistant on 09-sep-2010: within the last four months (2010), a patient received an injection of hyaluronate sodium (hyalgan) and experienced new onset atrial fibrillation. No further relevant info reported.

Manufacturer narrative:
Pharmacovigilance comment: this case lacks sufficient clinical info (e.g. Patient's demographics, complete details of the event, therapy dates and dosages of hyalgan, complete medical and social history, concomitant medications, laboratory/diagnostic results, etc.) To make a complete medical and causal assessment. Additional info has been requested.